Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported by biomed that the sherlock 3cg sensor used on a sr 6 in magnet only mode fails to detect the PICC properly. Rn's reported to biomed that the sensor was being used in a PICC placement procedure but that the magnet tracking icon kept stopping short. The rn's assumed that the PICC was cut too short and removed the catheter and began a new procedure. On the second PICC the catheter icon was showing contralateral on the display to the actual placement. The PICC failed to calibrate to proper detection and began moving erratically around the sherlock icon on the screen. Biomed took the sensor to the shop and using a test catheter attempted to move the catheter in a way to mimic a procedure and found that the catheter icon on the screen was in alignment with the actual position of the catheter tip.